Event description:
It was reported that on (B)(6) 2007, a 6-8x40mm rx acculink stent was implanted in the right internal carotid artery (rica) and on (B)(6) 2007, an 8-6x40mm xact stent was implanted in the left common carotid artery (lcca). On (B)(6) 2011, the patient presented to the emergency room with sudden onset of left sided facial droop, left sided weakness and dysarthria which was diagnosed as a cerebrovascular accident (cva). Cva protocol was initiated and tissue plasminogen activator (tpa) was administered. After tpa administration, significant improvement was seen leaving only some residual left facial weakness. Per angiogram, the rx acculink stent in the rica was patent, but the xact stent in the lcca had a type I distal single strut stent fracture with significant restenosis. Since the stent in the rica was patent, it was felt that there was thrombosis that was resolved with administration of tpa. No additional intervention is planned for the rica; however, intervention is planned to treat the in-stent restenosis and stent fracture of the xact stent in the lcca which will not occur until the patient has recovered from the current stroke. On (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident (stroke) and thrombosis are listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.